Manufacturer narrative:
(B)(4) per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, patient factors (fragile tissue at the aortic root, severe calcification coronary cusp, and a history of coagulopathy) may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transapical tavr procedure, an aortic rupture in the lvot occurred. As reported, after a successful implant of the 29mm sapien xt valve, mild to moderate pvl was noted. A decision was made to post dilate with an additional 2cc of volume. Initially, following the post dilatation, all indications demonstrated a marked reduction to the pvl and blood pressure (bp) returned to normal, post pacing. However, shortly thereafter, abnormal bleeding at the access site and a decline in aortic bp was observed. An additional angiogram of the aorta was performed and it was then confirmed an annular rupture had occurred. Emergent aortic surgical valve replacement was performed. During the surgical replacement, it was noted that the lvot under the left coronary cusp had split along with the muscle tissue around this site. The patient was stable. Per post procedure discussion, it was noted that the patient's tissue was quite fragile at the aortic root. There was evidence the rupture had involved the mitral valve. The native annulus diameter measured 25mm x 29mm with an area of 559mm2 by CT. The native leaflets were moderately calcified and the left coronary cusp was severely calcified. The sinotubular junction (stj) diameter was 29mm x 30mm and the sinus of valsalva (sov) diameter was 32mm x 30mm. Ventilation was held and there was no loss of capture.